Manufacturer narrative:
(B)(4): a third party service agent evaluated the device and was unable to verify the reported failure. Proper device operation was observed through functional and performance testing and the device was returned to the customer for use.the device was not returned to physio-control for evaluation. The cause of the reported failure could not be determined.

Event description:
The customer reported that their device lost power during a patient event where the patient was only being monitored. There was no report of any adverse effects to the patient as a result of the reported event.